Event description:
Contact reported that a patient implanted with spinal hardware in (B) (6) 2009 was revised due to broken rods. The problem was noted 8 months post-op. Patient was revised and hardware replaced. As surgical intervention occurred an MDR is filed to document this event.

Manufacturer narrative:
A fracture analysis was performed under a scanning electron microscope (sem) and no material defects or anomalies were observed. Fracture was consistent with a fatigue failure. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions-for-use (IFU) supplied with the device.